Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 18 the pacemaker was found to be in backup vvi. The device was successfully restored. The patient was not reported to have symptoms and would continue to be followed normally.